Event description:
Customer called to report the pod cannula never inserted into her skin. She noticed her blood glucose (bg) was up to the 400's (mg/dl) so, she assessed the cannula and it was not inserted. Upon removal of the pod, she found the cannula never came out. No further info is available.

Manufacturer narrative:
The product was not returned for evaluation. The patient remedied the situation by removing and replacing the device per user instructions. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.